Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment fluid was found inside the cycler. The origin of the leak could not be determined. Antibiotics were administered as a precaution and the patient had no ill effects. Sample was discarded by the patient; sample is not available.